Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for spinal pain. It was reported that the patient could feel that stimulation had been off for 3-5 days. She was seeing the call health care provider power on reset message on the patient programmer and recharger. The patient has tried calling her health care provider. The patient noted that the patient is a nurse and that she is around emi. The patient was able to clear the power on reset using her patient programmer. She was able to turn stimulation on and then felt stimulation. There were no further complications reported or anticipated.